Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The connector (sc-9004-70, sn (B)(4)) passed the photographic imaging test performed. The complaint of high impedance was not confirmed. Visual inspection revealed that the lead was cleanly cut. The clean cut damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure. Electrical test could not be performed due to the damage to the lead body. The ipg (sc-1110-02) passed visual, photographic, performance and electrical tests performed. The complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The device exhibits normal device characteristics.

Event description:
A report was received that the patient underwent an explant procedure due to a burning painful stimulation sensation in the back. High impedances were displayed on all contacts except for one. The physician suspects ipg current leakage. The issue was resolved once the m1 connector and ipg were removed.

Event description:
A report was received that the patient underwent an explant procedure due to a burning painful stimulation sensation in the back. High impedances were displayed on all contacts except for one. The physician suspects ipg current leakage. The issue was resolved once the m1 connector and ipg were removed.